Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b7, and h6 (type of investigation).

Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device is not available for evaluation as it was never received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Through medical records, it was learned that a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonic position, was explanted after an implant duration of three years, 11 months due to unknown reasons. The explanted valve was replaced with an unknown device.